Event description:
A subject underwent uncomplicated cataract surgery with hydrus microstent implantation on (B)(6) 2021. At 1-day postop visit ((B)(6) 2021), the unmedicated iop was 19.0 mmhg with 0.5+ cells in the anterior chamber (no flare/hyphema). The anterior chamber reaction resolved by (B)(6) 2021 with no cells/flare/hyphema present and unmedicated iop was 19.0 mmhg. At the 1-month visit ((B)(6) 2021), the subject experienced mild iritis and steroid treatment was reinitiated. The event resolved on (B)(6) 2021. The patient continued to have episodes of mild iritis treated with durezol drops. The surgeon opted to explant the microstent on (B)(6) 2022 due to chronic inflammation. At 1-day follow-up, iop was 20 mmhg on 1 iop-lowering medication with 1+ cell/flare, a small clot hyphema, and iridodialysis present. Prognosis for the patient was good.

Manufacturer narrative:
The explanted microstent has been requested for further evaluation. The device history records were reviewed for this lot and all released product met specification. A supplemental report will be filed if the device is returned for evaluation. Inflammation, hyphema, iridodialysis, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).